Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿production areas not following cleaning procedure". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the large hair was found in a sterile wound drain. There was no patient involvement.

Event description:
It was reported that the large hair was found in a sterile wound drain. There was no patient involvement. Per follow up via email response on (B)(6) 2024, product was not used on a patient. No other items with the same lot number contained hair.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (with original packaging), silicone closed wound suction evacuator. Visual inspection of the sample noted a strand of hair inside the packaging. This does not meet specification per ip7600139, revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿production areas not following cleaning procedure". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿production areas not following cleaning procedure". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the large hair was found in a sterile wound drain. There was no patient involvement. Per follow up via email response on 28jun2024, product was not used on a patient. No other items with the same lot number contained hair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the large hair was found in a sterile wound drain. There was no patient involvement.